Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber, provided with an rt380 adult dual heated evaqua2 breathing circuit, leaked water from the chamber base after 9 days of patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit has been returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that an mr290v vented autofeed humidification chamber, provided with an rt380 adult dual heated evaqua2 breathing circuit, leaked water from the chamber base after 9 days of patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section d4: complete device identification information was requested but not provided. Section h11: method: the subject mr290v vented autofeed humidification chamber provided with an rt380 adult ventilator circuit dual heated with evaqua¿ technology was received at fisher & paykel (f&p) healthcare in new zealand for evaluation. Our investigation is based on the evaluation of the subject device, the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the returned mr290v vented autofeed humidification chamber identified multiple holes on the base of the chamber. Additionally, brown liquid contamination was observed both internally and externally on the chamber. Conclusion: our investigation confirmed the reported leak from the base of the mr290v vented autofeed humidification chamber, which was caused by the presence of holes on the chamber's base. The observed damage may have been due to the exposure to incompatible chemicals reacting with and degrading the aluminium base of the chamber. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.